Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication other device to software. The customer reported no adverse event. The event involved product(s) css7200. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for css7200.

Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support team conducted an investigation and confirmed that user's reported phone model was not fully supported at the time of issue. Device was not explicitly blocked from use but was on grey list of devices. Software support team also discovered in sso logs that there were authentication failures. Shared following information with helpline: failed logins and authentications were observed for user ""chisiulia,"" with the latest event being a successful login. There hasn't been any recent activity for care partner ""chisadina."" Troubleshooting steps that could help resolve the issue: long-press the app icon on the screen until the icon starts shaking and this menu appears. Click remove app. With the app uninstalled, go to settings > apple ID > icloud. Select manage account storage. Here, you see apps that have synced their settings to icloud. Tap the app you have just uninstalled, and you will get an option to delete the backup named delete data from icloud. Now back up your phone to icloud by going to settings > your apple ID > icloud > icloud backup. The new backup will overwrite the previous backup with the old app and its files. Restart iphone/ipad reinstall application from app store attempt to login the helpline reported that the issue was resolved following troubleshooting suggestions. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). (Most likely) root cause: user's phone security configuration blocking update and install. Analysis summary: user needed to change phone configurations to allow uninstallation then reinstallation of update version. Reports issue resolved. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.